Event description:
New information received indicates that x-ray was performed and there were no significant findings.

Event description:
It was reported that high capture threshold and low p-wave amplitude were noted on the right atrial (ra) lead. The ra lead was explanted and replaced with a new ra lead. The patient was discharged after the procedure.